Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The iliac extender endoprosthesis was implanted in the right limb and the ipsilateral leg was implanted in the left limb. One week later, a follow-up CT image revealed that both legs became flattened, the minor diameter of the proximal of the right leg was about 5mm and the minor diameter of the proximal of the left leg was about 4mm. On (B)(6) 2021, considering the risk of the occlusion of legs, percutaneous transluminal angioplasty (pta) was performed and the bare metal stents were implanted in each legs for relining. The right leg was expanded, but there was no change in the left leg. The physician decided to monitor the patient. The physician stated that the tortuous anatomy might have been related to it and bare metal stents were implanted preventively.